Event description:
The customer reported that the system had poor image quality with gray washed out images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.